Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. Corrected data: d4 UDI #.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. Corrected data: d4: UDI #.

Manufacturer narrative:
(B)(4). Date sent 6/10/2024. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Which part of the device was damaged/broken? Anvil 2. Did any pieces fall into the patient? Yes 3. If yes, were they retrieved? Yes 4. Will all pieces be returned with the device?yes 5. If no, were they discarded? 6. Could you please clarify if there were any patient consequences? Nothing 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the screw came down while connecting the anvil.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # 291c29. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage along with an anvil inside a plastic bag. The breakaway washer was received uncut and there were staples present. Further analysis shows that the anvil shroud was broken and no returned, the locking spring of anvil loose, also the shaft of the anvil was bent with scratches. In addition, the returned washer was placed on the a test anvil and the device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 291c29, and no non-conformances were identified.